Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the display looked like fog. The customer's blood glucose level was unknown. The customer tried inserting new batteries but the problem persisted. The customer was advised that the device would be replaced. No further details were provided.

Manufacturer narrative:
The insulin pump monitored in 50c oven for several days and no unexpected fog on the display noted. Failed the water leak test slightly; is located on the end cap battery compartment side. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.